Event description:
The user facility reported that an employee experienced redness on their skin and swelling of their eyes during use of the product for manual instrument cleaning. The employee went to the facility emergency room where they were given benadryl. The employee is fine with no sustaining injuries.

Manufacturer narrative:
Valsure neutral detergent is a neutral ph liquid detergent diluted in water; product labeling states: "warning - causes skin and eye irritation. Do not get in eyes, on skin or on clothing. Wear protective eyewear and gloves. Wash thoroughly after handling." The user facility has discontinued use of the product pending investigation by steris.

Event description:
The user facility reported that the employee was wearing ppe per department policy at the time of the event. The most likely cause of the employee's reaction is sensitivity to the product ingredients, a known potential reaction to product exposure listed on the product labeling. The user facility has discontinued use of neutral detergents such as valsure and switched to use of enzymatic detergents.